Event description:
This is the first of two reports (same patient, same facility, different device). Linked to mfg report#: 9617494-2016-00007. It was reported that a pmocab probe to interface cable monitor showed a value of 0mmhg after hyperoxia in a patient with an ip2p catheter. The monitor and cables were changed and the reading changed to 12mmhg. The integra representative worked with the biomed contact person to determine that the issue stemmed from the pmocab and bc10pmo cables. The cables in question were even used with a test catheter and the reading was 0mmhg. Using different cables the monitor read atmospheric pressure. There was no patient injury, death alleged or medical intervention required as a result of the problem. The patient was prepped for surgery, however, there was no delay in surgery due to the product problem. The cables will be returned for evaluation.

Manufacturer narrative:
Integra has completed their internal investigation on 27 may 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaint history. Results: evaluation of device:the optical inspection doesn¿t show any abnormalities. The next step was the cable was measured according to gms incoming inspection procedure and all measured resistor values of the single strands of pmocab are within specification. The DHR review could not be completed as the lot number of the device was not available. No trend has been identified. Conclusion: the ref pmocab is within its specification.